Event description:
Procedure type: spinal fusion. According to the reporter: the study site coord called to report a neurological sae for lower leg weakness. The pt underwent surgery on (B)(6) 2011 for an l2 - l5 spinal fusion and decompression where an incidental opening of the dura occurred and was sutured and then treated with floseal, thrombin, duragen and duraseal exact. Duraseal pt returned to the hosp one week post-operatively with lower leg weakness and anemia. No add'l info is available at this time. Further info will be provided as it becomes available.

Manufacturer narrative:
(B)(4).